Manufacturer narrative:
Citation: bansal n et al. Bilateral branch pulmonary artery valve implantation in repaired tetralogy of fallot. Catheter cardiovasc interv. 2018 apr 1;91(5):911-919. Doi: 10.1002/ccd.27489. Epub 2018 jan 22. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the short and mid-term results of patients with repaired tetralogy of fallot who underwent bilateral branch pulmonary artery valve implantation. All data were collected from a single center between 2011 and an undisclosed end date. The study population included 8 patients (predominantly male; mean age 39 years; mean weight 76 kg), 5 of which had the medtronic melody transcatheter pulmonary valve implanted in 9 branch pulmonary arteries. No serial numbers were provided. Among all patients, adverse events included: stent embolization in the main pulmonary artery requiring a second stent implantation in the ipsilateral pulmonary artery and low right ventricle/left ventricle ejection fraction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.